Manufacturer narrative:
Analysis found the device to be in vvi backup reset mode while still in the box. The cause of the reset was a parity error. The reset could not be reproduced throughout testing in the laboratory. The cause of the parity error could not be determined.

Event description:
It was reported that during stock rotation the device was found in backup vvi mode. The device was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.